Manufacturer narrative:
Investigation of device could not be conducted as the device was reportedly discarded at the user facility. Lot history review revealed no anomaly relating the reported event. No other incident report has been received for this lot product. With the provided information, it is presumed that the guidewire surface might be contacted and abraded by the edged part of the athelectomy device used in combination, resulting abrasive separation of the plastic jacket over the guidewire. Warning section of IFU describes: do not use the guidewire in combination with catheters (athlectomy catheter, metallic dilator, etc.) Which metallic part may contact surface of this guidewire (this guide wire may be damaged or separated).

Event description:
Reportedly, during the athelectomy procedure to unknown lesion and vessel, an unknown athelectomy device was advanced over the subject guidewires, and it was noticed that the plastic jacket of the guidewires came off. Retrieval of the separated jacket was attempted, however in vain. A stent was deployed to fix the separated plastic jacket at the site.